Manufacturer narrative:
The evaluation of (B)(4) confirmed the reported alarms and pump stops. The driveline was cut approximately 2 inches from the pump housing and an additional 12 inch segment of the internal portion of the driveline was returned. The remainder of the driveline was not returned. Continuity testing of both returned portions of the driveline found all wires were electrically intact. The underlying wires were kinked on the 12 inch internal segment of the driveline, which would have originally been located approximately 4-5 inches from the nipple of the outlet housing. A breach in the black wire insulation was noted in this location. The inner conductors were exposed, confirmed via a hipot test. The observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of the black wire contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the reported alarms, low speed events, and pump stops recorded in the submitted system controller log files. Examination of the returned pump did not reveal any deposition or thrombus formation on the smooth or textured blood-contacting surfaces that would have affected pump function. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that when the patient went to the clinic on (B)(6) 2015 for a routine inr check, a vad interrogation was performed and it was noted that "warning low speed operation" alerts had occurred periodically for the last 10 days. The patient reported hearing intermittent alarms and seeing the ''yellow wrench" light on the system controller at times, but had not reported this to the vad coordinator. The events only occurred when the pump was connected to the power module. Obvious damage to the system controller power leads was noted that had been "repaired" by the patient with tape. The patient's system controller was changed in the clinic without issue. The patient remained in the clinic with the pump connected to the power module for approximately 30 minutes without alarms. The patient was admitted to the hospital for observation due to a leg injury. Soon after she was connected to a power module, driveline disconnected and pump off alarms occurred. The patient was immediately changed to battery power and normal pump function resumed. It was reported that the driveline was connected properly with the lock in place at the time of the alarm. When the system controller's white power lead was connected to the power module (the black lead was still on battery), pump off alarms began immediately. The system controller was returned to battery power. The patient was later placed on an ungrounded power module patient cable without any alarms sounding. The patient remained on either battery or ungrounded patient cable power support. No alarms occurred overnight on battery power. Log files from both system controllers were reviewed by the manufacturer's technical services representative and both contained abnormal pump operation when the patient was connected to the power module. The events noted for the first system controller included power spikes and low speed operation. The log file for the second system controller captured 2 motor stop events and driveline disconnect events. A small indention was noted on x-rays of the internal percutaneous lead (lead) and the lead appeared to be taut, the bend relief connection at the pump housing was not completely visible in the x-ray. X-rays of the external lead showed shield separation midway along the external length and near the percutaneous lead connector. The patient had a pump exchange on (B)(6) 2015.